Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pericardial effusion. The patient underwent surgical intervention and during the right ventricular (rv) lead extraction the superior vena cava (svc) tore. The physician attempted to repair the svc however, it was unsuccessful. A pericardiocentesis was also performed and the patient's chest was cracked. Subsequently, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted as the patient passed away.